Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm. On approximately (B)(6) 2024, the patient reported calling 911 and being hospitalized. It was not specified what the cgm was displaying during this event. The patient was wearing a tandem insulin pump. However, the patient did not provide any further information regarding this hospitalization, including treatment and medications provided. No patient symptoms were reported either. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.